Event description:
During a follow-up call to the patient on (B)(6) 2013, the patient informed the medical surveillance specialist (mss) that she felt that one of her three onetouch verioiq meter had read inaccurately. On (B)(6) 2013, lifescan (lfs) customer services was able to reach the patient and obtain additional information regarding the alleged meter inaccuracy. The complaint was classified based on the information obtained during the follow-up call in addition to the information provided by the patient to the customer care advocate (cca) at the time of her initial call to lfs on (B)(6) 2013. During the follow-up call with the patient on (B)(6) 2013, the patient reported that one of her three onetouch verio iq meters had read inaccurately high compared to her feelings and/or normal results. The patient was unable to provide the alleged inaccurate high reading obtained with the subject meter, but claimed she developed "low blood glucose symptoms" 5 to 10 minutes after obtaining an alleged inaccurate high reading with the subject meter. The patient stated she went to the ER due to the low blood glucose excursion and was treated with food and/or drink. The patient also reported being treated with IV fluid. It is not known what the patient's blood glucose registered with an ER/hospital meter at the time of her arrival. The patient manages her diabetes with insulin. During her initial call to lfs, the patient informed the cca that prior to low blood glucose excursion, she gave herself "too much insulin." The patient stated she had administered 70u of insulin instead of her usual 30u. Replacement products were sent to the patient. This report is made based on the indication that the patient was reportedly treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.